Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the control body had damage or deformation of the endoscope connector and water invasion was noted in the connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the image with the evis exera ii gastrointestinal videoscope was unrecognizable and very bright (flare). It was noted the bright colors blended together. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.